Event description:
It was reported that the product was functioning intermittently. There was a procedural delay of one hour as a backup device was used to complete the procedure. As a result the patient was given extra anesthesia. There was no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.